Event description:
During eval of this unit's control board at laerdal for another problem, the control board was found to cause the test unit to believe it had charged and delivered more than specified energy and prompt "needs service engery high" when it had not actually charged and delivered any energy.